Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were moderately calcified and moderately tortuous. It was reported that after the aneurx stent graft was implanted, a reliant balloon was inserted (MFR# 2953200-2009-01325) and inflated with the use of a 20 cc syringe; however, during inflation, the balloon moved proximally, such that approx one-quarter of the balloon was outside of the stent graft and consequently the vessel was dissected. The physician elected to place 2 aortic cuffs, which successfully covered the dissection. No additional clinical sequelae were reported, and the pt is fine. The aneurx delivery system and reliant balloon were discarded after the procedure.

Manufacturer narrative:
Results arterial trauma/dissection/perforation. Conclusions: moderate calcification and moderate tortuosity. Not following the instructions for use: balloon inflated outside of the stent graft.